Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in with error on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in with error on 8100 unit "check IV set error, unable to run any test on unit, he needs to replace pressure sensor with is the bottom sensor for patient side but it good to replace both sensors, once sensor replace and you get the same error unit has to be serviced.